Event description:
Device malfunction: none. Symptoms/ae: probable stroke. Time of malfunction/ae: 3 days post procedure. It was reported that 3 days post left internal common carotid artery stenting procedure, the patient experienced a sudden onset of right hand and arm weakness and numbness that completely resolved within two to three hours. The patient was hospitalized and was treated with heparin. CT angiogram of the head showed a patent stent. MRI of the brain revealed multiple areas of probable acute infarct in the left parietal convexity most likely from a left internal artery thrombosis. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. Neurological and thrombotic events are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.